Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024 . The user reported driving themselves to the emergency room around 6:00 am local time after experiencing sweating and a bg level of 32 mg/dl. The user stated their bg levels were outside the target range throughout the day. They were treated in the ER with glucose gels and a smoothie to stabilize their bg. No long-term effects or severe immediate health impacts were reported. They were discharged from the ER on (B)(6) 2024 and resumed using the ilet system. The continuous glucose monitor (cgm) in use was the dexcom g7. Further follow-up with the user's clinical diabetes specialist (cds) is planned to verify the ilet's functionality and provide additional troubleshooting.